Manufacturer narrative:
Lot number unknown, expiration date unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
(B)(6) 2019: updated event description: it was reported that on (B)(6) 2019, during an orthopedic procedure an insertion of synthes clavicle hook plate, the physician complained about the drill bit, out of the synthes locking small frag being dull resulting in drilling a hole for insertion of locking screws to be more difficult than usual. As the drill was being used smoke began to develop because of the heat created when drilling the bone. Irrigation was used to keep the heat down and the procedure was finished with the same drill bit. There were no fragments generated from a broken device. There was no surgical delay reported. The procedure was successfully completed. There were no patient consequences. Concomitant device reported: unknown locking screws (quantity #: unknown), unknown hook plate (quantity #: 1). This complaint involves one (1) drill bit ø 2.8 mm, length 165 mm, for ao/asif quick coupling, sterile. This is report 1 of 1 for (B)(4).